Manufacturer narrative:
An alarm during prime/ test at 4.0 pounds due to moisture damage at the sensor resistor. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump is stuck in the "preparing to prime" loop. The patient's blood glucose level was 260 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.